Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. C18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cystitis ("bladder/urinary problems: bladder infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and uterine prolapse ("other" please describe: extreme uterine prolapse"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, cystitis, bladder disorder, urinary tract disorder, urinary tract infection and uterine prolapse outcome was unknown. The reporter considered bladder disorder, cystitis, medical device removal, urinary tract disorder, urinary tract infection and uterine prolapse to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2016 and (B)(6) 2014, (B)(6) 2014 discrepancy noted for date of removal- (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information, lot number, rcc note added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. C18713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cystitis ("bladder/urinary problems: bladder infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and uterine prolapse ("other" please describe: extreme uterine prolapse"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, cystitis, bladder disorder, urinary tract disorder, urinary tract infection and uterine prolapse outcome was unknown. The reporter considered bladder disorder, cystitis, medical device removal, urinary tract disorder, urinary tract infection and uterine prolapse to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2016 and (B)(6) 2014. Discrepancy noted for date of removal- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Lot number: c18713, manufacturing date: 2014-01-30, expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cystitis ("bladder/urinary problems: bladder infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and uterine prolapse ("other" please describe: extreme uterine prolapse"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, cystitis, bladder disorder, urinary tract disorder, urinary tract infection and uterine prolapse outcome was unknown. The reporter considered bladder disorder, cystitis, medical device removal, urinary tract disorder, urinary tract infection and uterine prolapse to be related to essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2016 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event of injury was replaced with medical device removal. New events added "bladder infections, bladder problems, urinary problems, uti,.uterine prolapse, ". Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.